Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, a sparc sling was implanted to treat urinary stress incontinence. "After and as a result of implantation," the pt experienced bleeding, vaginal irritation, scarring, dyspareunia, urinary stress incontinence, extreme pain on urination, erosion of internal bodily tissue and "other injuries." It was reported that the pt had three revision surgeries to correct "these problems."